Event description:
The customer reported that during a roux-en-y gastric bypass, a piece of the clear insulation fell into the patient cavity. This piece was retrieved and another device was used to finish the surgery. There was no injury and the patient is reported to have fully recovered.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.